Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new product replacement resolved the initial concern;after more than three attempt phone calls,customer was reached out,customer stated during the paramedics visit, the glucose level was 30mg/dl;paramedic gave her two glucose gel to raise the glucose level;customer was not taken to the hospital. Customer continued taking the insulin on doses of 3 units and the glucose levels dropped significantly;customer's condition improved, customer has not any problem with the new product replacement.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 107 mg/dl. The customer's expected fasting blood glucose test result range is 126 - 180 mg/dl. At time of call on (B)(6) 2016, the customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2016 passed out and the daughter had to call the paramedics. Customer stated that last week that was testing and notice the meter was giving high results. The customer stated because of the meter giving high blood results,customer took too much insulin. Customer ran a blood test and got a result over 200mg/dl. Customer took novalog and the blood sugar dropped low then customer passed out. Customer's daughter called the paramedics,customer tested with their meter and obtained result of 33mg/dl. Customer tried test with the truetrack again and get results of 116mg/dl;paramedics tested customer with their meter with results of 85mg/dl as well. Paramedics advised to calibrate the meter. Customer treated by the paramedics to get the glucose up;customer unsure what was given to get the glucose up. Customer stated that to be safe she does not take any more than 3 units of insulin because she does not want her glucose to go low. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Am fasting: yes memory concerns: all.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new product replacement resolved the initial concern;after more than three attempt phone calls,customer was reached out,customer stated during the paramedics visit, the glucose level was 30mg/dl;paramedic gave her two glucose gel to raise the glucose level;customer was not taken to the hospital. Customer continued taking the insulin on doses of 3 units and the glucose levels dropped significantly;customer's condition improved, customer has not any problem with the new product replacement.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 107 mg/dl. The customer's expected fasting blood glucose test result range is 126 - 180 mg/dl. At time of call on (B)(6) 2016, the customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2016 passed out and the daughter had to call the paramedics. Customer stated that last week that was testing and notice the meter was giving high results. The customer stated because of the meter giving high blood results,customer took too much insulin. Customer ran a blood test and got a result over 200mg/dl. Customer took novolog and the blood sugar dropped low then customer passed out. Customer's daughter called the paramedics,customer tested with their meter and obtained result of 33mg/dl. Customer tried test with the truetrack again and get results of 116mg/dl; paramedics tested customer with their meter with results of 85mg/dl as well. Paramedics advised to calibrate the meter. Customer treated by the paramedics to get the glucose up;customer unsure what was given to get the glucose up. Customer stated that to be safe she does not take any more than 3 units of insulin because she does not want her glucose to go low. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).